Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 04/20/2010 that a customer had an issue with a hemodialysis catheter. The customer reports that the catheter fell out with the cuff intact after being implanted for 28 days. Implanted on (B)(6)2010, fell out (B)(6)2010. Catheter was replaced with a new one.